Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8590-1, lot# n231082, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported the patient was in the hospital with chest pains. It was noted ¿they want to do a nuclear stress test¿ on the day of this report. The device system was used to deliver baclofen. No further information was provided. Additional information has been requested, but was not available as of the date of this report.